Event description:
Spontaneous call: pt reported alarm on both pumps until he changed cassettes, then no problems with punljs. He stated it was a new cassette but it had a line on it. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? No-patient discarded it. Medication is life sustaining. Pt had another cassette to use. What is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: patient stated it had a line in it and caused both pumps to alarm. Has this incident happened within the past 6 months? No. Has this patient reported a pump malfunction within the past 6 months? No. Reported to (B)(6) by pt/caregiver.